Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H3: device evaluation is not required. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault, glares/haloes, double vision & blurred vision. The lens was explanted & replaced with a shorter length lens & it was stated the problem was resolved. Cause of the event was reported as unknown.